Manufacturer narrative:
The explanted devices were discarded by the healthcare professional and are unavailable for return.

Event description:
It was reported that a patient was treated for an aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. During the surgery, the surgeon attempted to reposition the endoprosthesis to ensure the renal artery is not covered. After exchanging the original guidewire to a lunderquist guidewire, the endoprosthesis was reconstrained and repositioned. It was stated that the position of the endoprosthesis was still not satisfactory after being fully deployed and ballooned. It was therefore decided to implant an additional medtronic endurant 2 extension proximal to the gore® components. After deployment of the medtronic extension, it was realized that the proximal extension was covering a renal artery. The procedure was converted to open surgery and most of the gore® excluder® conformable aaa endoprosthesis was removed. Another endoprosthesis was then sewn to the still-in place gore legs. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The images provided by the physician do not allow for evaluation in relation to the reported complaint and could not be analyzed.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Images provided by physician do not allow for evaluation in relation to the reported complaint. H3: the explanted devices were discarded by the healthcare professional and are unavailable for return. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.